Event description:
The patient had an orif of the mandible done on (B)(6) 2012, original implant date. The surgeon did a hardware removal on (B)(6) 2012, due to the patient complaining of plate rubbing on his dentures. The fracture was healed, so the surgeon did the entire hardware removal. The surgeon did not replace with anything additional, completed procedure. There was no harm to the patient noted. This is 2 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.